Event description:
It was reported that the patient presented to the emergency room with lipothymia and diaphoresis. It was also reported that the atrial lead was undersensing which caused inappropriate ventricular pacing. Lead conductor fracture was confirmed. Reprogramming was done to exclude the atrial lead. The patient was enrolled in the system longevity study. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with lipothymia and diaphoresis. It was also reported that the atrial lead was undersensing which caused inappropriate ventricular pacing. Lead conductor fracture was confirmed. Reprogramming was done to exclude the atrial lead. It was further determined the atrial lead was over sensing and showed noise. The atrial impedance was decreasing over time. The patient was experiencing pectoral stimulation. The patient was enrolled in the system longevity study. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.